Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional follow up information was received from a consumer. It was reported that the patient was hospitalized for nine days for this peritonitis event. At the time of this report, the patient was recovering from peritonitis. No additional information is available. A review of all batch record documents was conducted for potentially associated lot numbers h13f19069 and h13g29074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The cause of the peritonitis was unknown. Treatment and outcome are unknown. No additional information is available. This is report 4 of 4 involved in this peritonitis event.